Event description:
Prior to implantation of zephyr ebvs, the catheter had all four wings intact and was removed properly from the packaging. After four insertions into the bronchoscope, the medical team noticed a sizing wing inside the patient and that the catheter was missing a wing. The wing was removed from the patient. The procedure continued with a new catheter.